Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. This occurred with 2 syringes before use. The following information was provided by the initial reporter, translated from japanese to english: "when removing the shield, the needle with the shied was separated from the hub. No information on whether the shield was tight to remove or not was provided.".

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that when removing the shield, the needle with the shied was separated from the hub. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. This occurred with 2 syringes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing the shield, the needle with the shied was separated from the hub. No information on whether the shield was tight to remove or not was provided."